Event description:
It was reported that during a gastric bypass procedure, the surgeon stated that the third row of staples did not form on jejunojejunostomy firing with white tissue. Case completed normally. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.